Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps (mbf) instrument sparked, and the insulation was found to be melted. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a spark occurred between the jaws of mbf instrument when the surgeon was cauterizing the patient¿s tissue. Mbf instrument was connected to the third-party electrosurgical unit (esu) vio3 (amco), and the bipolar cord from the instrument was connected to da vinci universal surgical manipulator (usm). The esu was used externally with the following settings: bipolar cut mode, effects 4, and output 30 watts. Besides the mbf instrument was on usm3, the fenestrated bipolar forceps (fbf) instrument on usm1, 30-degree endoscope on usm2, and tip-up fenestrated grasper (tufg) instrument on usm4 were used. The mbf instrument did not collide with any other instrument or tool during procedure. When the arcing event occurred, the instrument tip was in contact with tissue. The instrument tip did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.